Event description:
Malfunction: system rebooted during surgery. The customer reported a system message displayed during fluid/air exchange. The system was rebooted and the case was completed as planned.

Manufacturer narrative:
The customer did not request service. No samples were returned for evaluation. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause if therefore, unknown at this time. An internal investigation has been opened to address the issue reported. (B) (4). (B) (4). (B) (4).